Manufacturer narrative:
As reported, the bard/davol hydrosurg plus laparoscopic irrigator leaked fluid into the pump assembly during use. The subject device is not returned for evaluation. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without a sample to evaluate, no conclusion can be made. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6), 2020. Should additional information be provided a supplemental emdr will be submitted. Note: section a not returned

Event description:
As reported, during use of a bard/davol hydro-surg plus laparoscopic irrigator for about two minutes in a laparoscopic cholecystectomy procedure with high suction, the device leaked fluid from the pump assembly. As reported, this raised concerns that the sterility of the product was compromised and another device was used to complete the procedure. There was no reported patient injury.